Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the repair of the device was handled by the customer himself. There was no on-site visit by our technician. It was claimed that one-way valve on the circuit, not completely ceiling, however it was not clarified which part they meant. No more information regarding final repair was provided. Provided device's logs confirm occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms: expiratory minute volume low, leakage too high, inspiratory tidal volume too high, peep low, pressure delivery restricted and check tubing. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. Alarms are generated when a leak in patient circuit is detected. Review of the logs confirmed that prior to ventilation and reported issue - successful pre-use check was performed on (B)(6) 2025 at 09:29:47. The cause of the reported issue has not been determined.